Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs ipg site was uncomfortable. Surgical intervention was taken and the patient's scs ipg pocket site was relocated. The patient reported the discomfort had subsided postoperatively.